Manufacturer narrative:
On 5/24/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 6/19/2019, device evaluation was completed: device evaluation summary: during evaluation of the sample a tear was observed within a fold or wrinkle on the anterior aspect of the implant, measuring approximately 0.4 cm. In addition a crease was observed in the posterior view. No other anomalies were observed. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinckles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, compression during mammographic imaging. The reported complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left side breast implant deflation. Concomitant products:right side 425cc mentor smooth round moderate profile; cat#: 350-1670; s/n: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary reconstruction surgery with a 425cc mentor smooth round moderate profile and was presented with left side breast implant deflation confirmed by doctor on (B)(6) 2019. As a result, the device was explanted, and replaced with mentor saline catalog number 3501670; s/n: unk on (B)(6) 2019.